Manufacturer narrative:
Concomitant medical products: dtba1d4 crt-d, implanted: (B)(6) 2018; 6947m62 lead, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for low impedance on the left ventricular (lv) lead. It was noted it appeared to be a chronically low impedance lead. There was far field r-wave (ffrw) oversensing noted on the right atrial (ra) lead. Follow up concluded that no intervention was performed. The leads remain in use. No patient complications have been reported as a result of this event.